Event description:
An operating room supervisor reported that the handpiece tuned before surgery, but stopped working when they started to use it in a cataract with iol (intraocular lens) implant procedure. There was a 10 minute surgical delay while the system was exchanged. The case was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).